Manufacturer narrative:
Information previously submitted by william cook europe under reference # 3002808486-2016-00661. Additional information provided on (B)(6) 2016 determined this device was manufactured by (B)(6). (B)(4). Event is currently under investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010 at (B)(6) hospital in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from (B)(6)2016-(B)(6)2017.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 08dec2016-30aug2017.

Manufacturer narrative:
F10) patient code 1: pain (1994) ¿ not listed in IFU. Patient code 2: vessels, perforation of (2135) - listed in IFU. Patient code 3: organ(s), perforation of (1987) ¿ not listed in IFU. Device code 1: difficult to remove (1528) ¿ listed in IFU. Device code 2: unintended movement (3026) ¿ not listed in IFU. H11) corrected data based on new information received: b1) adverse event to adverse event and product malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter - vc perforation, device unable to be retrieved, organ perforation, unexplained pain. Updated sfc.". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Additional information: b6 h3 other text: f10). Patient code 1: pain (1994) ¿ not listed in IFU. Patient code 2: vessels, perforation of (2135) - listed in IFU. Patient code 3: organ(s), perforation of (1987) ¿ not listed in IFU. Device code 1: difficult to remove (1528) ¿ listed in IFU. Device code 2: unintended movement (3026) ¿ not listed in IFU. H11) corrected data based on new information received: b1) adverse event to adverse event and product malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter - vc perforation, device unable to be retrieved, organ perforation, unexplained pain. Updated sfc.". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Additional information: b6.

Manufacturer narrative:
F10) patient code 1: pain (1994) ¿ not listed in IFU. Patient code 2: vessels, perforation of (2135) - listed in IFU. Patient code 3: organ(s), perforation of (1987) ¿ not listed in IFU. Device code 1: difficult to remove (1528) ¿ listed in IFU. Device code 2: unintended movement (3026) ¿ not listed in IFU. H11) corrected data based on new information received: b1) adverse event to adverse event and product malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : f10). Patient code 1: pain (1994) ¿ not listed in IFU. Patient code 2: vessels, perforation of (2135) - listed in IFU. Patient code 3: organ(s), perforation of (1987) ¿ not listed in IFU. Device code 1: difficult to remove (1528) ¿ listed in IFU. Device code 2: unintended movement (3026) ¿ not listed in IFU. H11) corrected data based on new information received: b1) adverse event to adverse event and product malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 08/05/2016 as follows: the plaintiff allegedly received the device implant on (B)(6)2010 via the femoral vein prior to gastric surgery. The plaintiff alleges vena cava perforation, device is unable to be retrieved, organ perforation, unexplained right-sided flank pain.